Manufacturer narrative:
The device has been returned. However, the product analysis is not yet complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emg tube was not working properly. The recurrent laryngeal nerve did not respond when stimulated. There was no patient impact or injury.

Manufacturer narrative:
(B)(4). Date manufacturer received: december 8, 2016. It was reported that one unsealed sample of (B)(6) (no lot information provided) was received. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and multimeter were used to evaluate the device. When compared to the assembly drawing, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurement of each circuit are as follows: red 9 ohms, red [w/white band] 14 ohms, blue 15 ohms, and blue [w/white band] 15 ohms. There were no open circuits and no out of specification condition of the main tube electrodes. There were no shorts between circuits and no intermittent behavior while manipulating the tube and wires. When viewed under magnification, there were no cracks in the electrode contacts. Note ¿ there was a black mark consistent with a permanent marker on all of the electrode contacts except the blue with the white stripe; there appears to be no correlation to the resistance readings. There was no fault found with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.